Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had reduced angulation. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the plastic distal end cover has foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During the evaluation it was found that the plastic distal end cover has foreign objects. Additional findings were as follows. Due to wear of angle wire, bending angle in up direction does not meet the standard value, due to wear of angle wire, the play of up/down knob is out of the standard value, the adhesive on bending section cover has a crack, the switch1, the image guide protector both has a scratch, and the paint on the air/water cylinder, the paint on the suction cylinder both were peeled. Due to the nature of the reportable event (foreign material found in the nozzle), follow up regarding the cleaning sterilization and disinfection (cds) processes performed at the user facility was requested. Customer provided the following information: the device was cleaned, sanitized, and disinfected prior to being sent to for repair. The facility was not aware of what the foreign material was. The time lag between the end of clinical use and the start of pre-washing noted no delay, properly implemented. Pre-cleaning, it is unknown if the facility flushed air/water nozzle with detergent solution. Brushed points for air/water channel performed with clean lint ¿free cloths, brushes, sponges. Facility did not note any comments or concerns regarding reprocessing. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.